Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site # (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site # (B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during femtosecond laser assisted corneal flap dissection, dark spots appeared at the site of the gas breakthrough, and large intersections appeared when the flap was raised. Reporter informed that the breakthrough was to the epithelium, and localized at one hour. A second femto lasik (flap) operation was performed a week later. Additional information has been requested. There are two related reports for this facility. This report addresses patient smi's left eye and another manufacturer report will be filed.